Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw is difficult to insert in shaft of distal radius. There were no reports of patient harm or of a surgical delay. This report is for an unknown screw. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.